Manufacturer narrative:
(B)(4). The lens was explanted on (B)(6) 2016 and exchanged with another lens (icl), same model, length and -7.5 diopter, this resolved the problem. The patient was doing well with best corrected visual acuity (bcva) 6/6. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found foreign material (hair,fibers) on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.0/+3.5/026 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and the patient's vision was blurred, with shadow. The lens remains implanted.